Event description:
It was reported that the device was returned for battery depletion. The device had chronic high output, due to increased lv thresholds. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported since the device was removed from service.